Event description:
It was reported that post-operatively the right atrial (ra) lead experienced loss of capture and was found to be dislodged. The ra lead was repositioned and remains in use. The patient is a participant of the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, implanted: (B)(6) 2008. (B)(4).